Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer went to the station, and confirmed the station was online with no drawer failures, then, the fse checked remote support service (rss) and verified all stations were online and confirmed customer successfully access the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering on and went offline on remote support service. Customer had noticed that station has been on black screen an hour ago, checked all the cables and had unplugged and plugged the station back in, but the issue had persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.